Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was implanted in (B)(6) 2014. Reportedly, during the follow-up in (B)(6) 2020, the estimated residual longevity displayed 1 year 11 months (minimum 16 months), which gives a total longevity of 8 years 4 months (minimum 7 years 9 months). The patient has always been programmed with a pacing output of 2.0 v/0.35 ms in both channels. The pacemaker is programmed in safer-r with 97% stimulation in the atrium and 100% detection in the ventricle. The patient also had episodes of atrial arrhythmia during these periods, with therefore a lower percentage of stimulation. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The device was implanted in july 2014. Reportedly, during the follow-up in december 2020, the estimated residual longevity displayed 1 year 11 months (minimum 16 months), which gives a total longevity of 8 years 4 months (minimum 7 years 9 months). The patient has always been programmed with a pacing output of 2.0 v / 0.35 ms in both channels. The pacemaker is programmed in safer-r with 97% stimulation in the atrium and 100% detection in the ventricle. The patient also had episodes of atrial arrhythmia during these periods, with therefore a lower percentage of stimulation. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.